Manufacturer narrative:
Concomitant products: 7120 lead implanted (B)(6) 2010. Dtba1d1 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were elevated. The lead is still in use. No patient complications have been reported as a result of this event.